Event description:
The tip of the diagnostic catheter was torn. The report received indicated that after the procedure was completed, the catheter was withdrawn from the pt and the physician noticed that the tip of the pigtail was torn; no material was split. The procedure was successfully completed without any injury or adverse event to the pt. Additional information received indicated that there were no difficulties encountered during the procedure; the unit had been inspected prior to use and no anomalies were noticed.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt.